Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06587. (B)(4). It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2005, a 2.5x20mm taxus stent was implanted in the distal left anterior descending (lad) artery. In (B)(6) 2014, the patient presented with unstable angina and a 3.00x20.00mm promus element plus stent was implanted in proximal right coronary artery (rca). In (B)(6) 2015, the patient presented due to chest tightness. Patient's electrocardiogram (ECG) shows a normal sinus rhythm, q wave in lead and no other st-t wave changes, and the final impression was sinus bradycardia. Patient's coronary angiography revealed 70% apical stenosis within previously placed 2.5x20mm taxus stent in distal lad and 90% isr of the previously placed 3.0x20mm promus element plus stent in the proximal rca. The 90% stenosis in the previously placed 3.0x20mm promus element plus stent in proximal rca was treated with placement of a 3.00x20.00mm promus drug eluting stent. Following post-dilatation, residual stenosis was 0%. No treatment was done for the isr of the previously placed taxus stent in distal lad. In (B)(6) 2015, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.